Event description:
It was reported that during a total thyroidectomy procedure, the device would not produce clips. The device ripped the vessel instead and caused bleeding. The amount of blood loss is less than 250cc. No intervention was required. The procedure was delayed one to two minutes. No clips would come out. Another clip was used to repair the rip and to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Additional information requested: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torque or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The instrument was tested for continuity and was found to be conforming. There were no anomalies noted with the functionality of the device. No conclusion could be drawn as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.